Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the front panel on the insufflation unit went out and it became unusable. The issue occurred during a therapeutic laparoscopic appendectomy that was completed by using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, it is assumed that the air supply operation stopped while detecting an error in the pressure sensor on the main printed circuit board and sounding an alarm tone, and that light-emitting diode on the front-panel other than the power supply turned off, this issue leaded to the insufflation stop of the device. Olympus will continue to monitor field performance for this device.